Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). During registration, the navigation system displayed a low performance message. The patient studies were loaded on the system via disc and only two objects loaded. One study was a CT and the other could not be interpreted by the system. A system reboot restored functionality. The reported issue resulted in a procedure delay of approximately five minutes. There was no impact on patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, serial/lot #: (B)(4). System service was performed. No failures were found. It was found that this is a known software issue. If information is provided in the future, a supplemental report will be issued.